Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a pd cassette with an unknown product code. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a connection issue which caused a leak and resulted in a peritonitis event. It was reported that the home patient noticed air in the patient line and a puddle on the floor. The leak occurred during pd therapy and while the patient was asleep. The patient tightened the connection between the patient line (cassette line) and the extension set. The patient checked the supplies and there was no visible leak in any of the bags or cassette lines. Six days later, the patient was hospitalized with peritonitis. No further information was provided regarding the treatment or the patient outcome of the peritonitis or whether pd therapy was ongoing. No additional information is available.